Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of tip premature deployment.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) basket lithotomy procedure performed on (B)(6) 2025. During the procedure, the trapezoid rx was used to attempt to crush a 1.8cm stone. However, the tip was fractured during stone removal and lithotripsy. The procedure was completed with another same device. There were no patient complications as a result of this event. The patient's condition following procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of tip premature deployment. Block b1, b2, b5, h1 and h6 impact codes has been updated based on the additional information received on june 25, 2025. Block h11: the returned trapezoid rx was analyzed, and a visual inspection that the side car rx was pushback 2mm, the tip was missing, and the sheath was detached and accordioned. During functional test, the device was actuated and observed that the working length was detached. The reported event of tip premature deployment was not confirmed. Based on all available information, it was observed that the device had several damages, which indicated that the device was submitted to a lot of pressure. This is how the device is supposed to work if the stone cannot be crushed. Therefore, this problem will be classified as "no problem detected". The side car rx pushback may have been caused by the amount of force applied to the thumb ring from the handle while attempting to destroy the stone. This force could have caused the working length to retract, thereby pushing back the side car rx. Additionally, it is possible that the same force caused the entire device to retract, resulting in the sheath detaching. The sheath may have also buckled under the pressure before it ultimately detached. As a result of this applied force, the working length may have also become detached. The tip detached problem is most likely that the hardness of the stone prevented the basket from destroying it, prompting the device to deploy the tip in order to release the stone safely. Therefore, the most probable root cause is "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) basket lithotomy procedure performed on (B)(6) 2025. During the procedure, the trapezoid rx was used to attempt to crush a 1.8cm stone. However, the tip was fractured during stone removal and lithotripsy. The procedure was completed with another same device. There were no patient complications as a result of this event. The patient's condition following procedure was reported to be stable. Additional information received as of june 13, 2025. The tip fully detached from the device. The patient undergone laparoscopic common bile duct exploration (lcbde) procedure on the same day to remove the stone and the tip of the basket.